Event description:
Caller alleged discrepant results compared with the lab. Results as follows: inratio: 1.3 doctor's meter: 3.6. Testing was done within one hour.

Manufacturer narrative:
Investigation pending.